Manufacturer narrative:
The device was not received for evaluation at this time.

Event description:
It was reported that during a navigated hto procedure at the healthcare facility, the ortholock ex pin broke when it was being removed from the patient's tibia, leaving a portion of the pin in the patient's tibia. It was reported that the surgeon decided to leave the fragment in the tibia and not to attempt removal. Additional information regarding the event is being requested from the healthcare facility.

Manufacturer narrative:
At the time the event was reported to stryker, the reported device was manufactured by stryker instruments. The sales rep updated the catalog number to a stryker (B)(4) device. Stryker (B)(4) registration number is (B)(4).

Event description:
It was reported that during a navigated hto procedure at the healthcare facility, the apex self-drilling half pin broke when it was being removed from the patients' tibia, leaving a portion of the pin in the patients' tibia. It was reported that the surgeon decided to leave the fragment in the tibia and not to attempt removal. A single x-ray was completed to confirm the location of the broken pin in the tibia. It was also reported that the procedure was completed without a delay.

Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 3mm, 110 x 25mm was alleged of issue s-11 (breakage during surgery) could be confirmed , since the device was returned for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused due to user being unfamiliar with the correct handling of the implant. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection done and the implant was found broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''important information for doctors and or staff[¿] ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during a navigated hto procedure at the healthcare facility, the apex self-drilling half pin broke when it was being removed from the patients' tibia, leaving a portion of the pin in the patients' tibia. It was reported that the surgeon decided to leave the fragment in the tibia and not to attempt removal. A single x-ray was completed to confirm the location of the broken pin in the tibia. It was also reported that the procedure was completed without a delay.